Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 100% stenosed, de-novo lesion located in the moderately calcified and severely tortuous left anterior descending (lad) artery. Vascular access was obtained through the femoral artery. This 2.50x15mm apex balloon catheter was used to dilate the lesion. The physician experienced resistance advancing the device to the lesion. Upon the first inflation, the balloon ruptured at 10atms. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".